Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had passed away. The customer's sister stated that the customer had been wearing his insulin pump at the time of passing. It was stated that the autopsy report stated the cause of death to be due to complications of diabetes. The customer's sister also stated that prior to the event, the customer had not been feeling well but had died before paramedics could arrive. The customer's sister further stated that the customer had refused to go to the hospital when he was not feeling well and that the family had assumed that he had the stomach flu. Nothing further was reported.